Manufacturer narrative:
This report is submitted on august 24, 2022.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site (date not reported). Additional information has been requested but it has not been made available as of the date of this report.